Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. There was a loose bx port on the device, along with a deep scratch at the distal end with a detached bending section. Additionally, the olympus indicator on the insertion tube was faded. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the instrument channel on the cysto-nephro videoscope came off during use. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿if any irregularity is observed on the biopsy valve of the forceps/irrigation plug, replace it with a new biopsy valve. A damaged or deformed biopsy valve can reduce the efficacy of the air/water feeding function and may cause fluid to leak or spray from the forceps port of the forceps/irrigation plug.¿ while a definitive root cause for the reported event could not be identified, based on the results of the investigation, it is believed that the biopsy port was damaged and loosened due to user handling. Olympus will continue to monitor the field performance of this device.